Event description:
--

Manufacturer narrative:
The lead was indicated not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead showed tri-lumen insulation damage approximately 28 centimeters (cm) from the is-1 terminal pin with the rate/sense exposing the coil. All wires at this location were found pulled out into a loop. Damage appeared to be initiated by a localized compressive stress on surface of the tri-lumen insulation. This type of damage is most likely caused by entrapment in the clavicle/ first-rib region.

Event description:
Boston scientific received information that this lead exhibited out of range impedance measurements less than 200 ohms. The lead was explanted and successfully replaced during a routine device change out. There were no adverse patient effects reported.